Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
It was reported that the clamp used during surgery did not cut effectively and caused extreme bleeding of the patient. There was an estimated 3 ml blood loss and additional intervention of silver nitrate was required. Procedure was delayed 15 minutes.

Manufacturer narrative:
Device was returned for investigation. Visual inspection completed: no irregularities noted. The issue is determined to be user related. The gomco was not used properly. The o-ring was not included when the gomco was assembled before surgery. Also, the doctor tried to use the gomco as a cutting device. The gomco is not a cutting device. Use of scalpel to remove foreskin is required. Recall conducted by aesculap, inc. 2916714-10/18/2016-015r.